Event description:
A customer contacted beckman coulter (bec) reporting a leak at the probe of the coulter act diff hematology analyzer. The volume of the leak was about 2 drops and was not contained within the instrument. The customer was wearing proper protective equipment (ppe) consisting of gloves and a laboratory coat at the time of occurrence. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated in connection to the leak.

Manufacturer narrative:
The customer did not want to troubleshoot with customer technical support (cts) over the phone and did not want service to come in. The customer requested for tubing part numbers and stated that they would attempt to repair the instrument and call back if they had any issues. The customer has not called back to date. Several attempts have been made to follow up with the customer over the phone but they have not responded. The cause of the leak at the probe is unknown. (B)(4).